Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 00214698201, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the patient claimed to have suffered weight loss, hypertension problems, and blurred vision after the surgery. Factors that may have led or contributed to the issue was patient compliance. It was reported that the sacral nerve stimulation was performed into 2 stages normally. If stage 1 was successful, the stage 2 was performed. For this patient, the first stage (trial stage) had been performed and the patient had been followed up. During the follow up and regular visits, the patient did not benefit enough and that's why they didn't pass to stage 2. There was no planned actions from the physician. The issue was not resolved but the physician read the claims on the newspaper (the patient had made their claims published on the newspaper). No surgical intervention occurred or was planned but the lead was explanted and discarded. Information published in the newspaper reports the benefits and advancements of the sacral nerve stimulation, known as bladder pacemaker, is growing more common in the treatment of urinary incontinence complaints.